Manufacturer narrative:
The microcatheter and implant used in the procedure were not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned pusher found the body coil broken and severely damaged at transition. Due to the condition of the returned pusher, further functional testing could not be conducted to determine the cause of the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Without the return and physical evaluation of the implant and microcatheter, the investigation cannot determine where or when the coil separated (or this damage to the pusher occurred).

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that when the embolization coil was used in a procedure for the treatment of an acom aneurysm. The coil prepared and advanced into the microcatheter. While advancing the coil physician felt some resistance and when the physician attempted to pull out the coil from the microcatheter, the coil unintentionally detached within the microcatheter. The coil and micorcatheter were removed from the patient and a new set of coil and microcatheter were used to successfully complete the case. There was no report of harm or injury to the patient.